Manufacturer narrative:
The insulin pump was received with button error alarms and unresponsive buttons due to corroded keypad traces. Unable to verify weak battery alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she changed the reservoir and when entering the insulin amount the screen started scrolling. Then the insulin pump alarmed weak battery, she changed the battery and received a button error alarm. Blood glucose value was 258 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.